Manufacturer narrative:
Based on investigation findings, the needle is still intact; the distal tip of the needle did not break off. It was the sheath insert at the distal end of the needle sheath that was retrieved from the patient. Investigation showed that excessive force was likely used. Investigation further showed: the needle was likely inserted into a highly tortuous path the physician advanced the needle and likely faced high resistance yet continued to exert pressure. The resistance was likely due to the needle becoming stuck in the interrupted slot pattern of the sheath insert. At this point the needle appears to have penetrated past the sheath insert and through the sheath. After enough force (and attempts) was exerted, the needle was able to push the sheath insert out of the sheath, thus it was left behind when the device was pulled out. The pebax tearing was probably a result of the needle penetrating through the side of the sheath. The IFU cautions against excessive force: "do not force advancement of the device if excessive resistance to insertion is encountered. Doing so could cause patient injury, such as perforation, pneumothorax, bleeding, or membrane damage."

Event description:
Olympus was informed that needle model: na-u402sx-4019 was being used on a patient and the tip of needle broke off inside the patient. The needle tip was successfully retrieved from inside the patient and no patient death or injury occurred.